Event description:
It was reported that the customer's insulin pump has a frozen display. The customer states that the light on the insulin pump will not shut off as well. Customer's most recent blood glucose level 198mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump received with intermittent up button response due to flattened button dome switch. The back light functioned properly. No frozen pump or backlight anomaly noted. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.